Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling power supply was not functioning . It was also reported that the positioning ring was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse/user error and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the locking part for the saw blade device was jamming on the oscillating saw attachment device. During in-house engineering evaluation, it was observed that the coupling power supply was not functioning. It was reported that there was no delay in surgery and a spare device was not available for use. It is not known whether there was patient involvement. There were no delays in the surgical procedure. It was reported that a spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly